Event description:
Facility stated that the 9805 hydraulic lift drifts down with weight. Caregiver hurt her back trying to break the patient fall. Facility stated that the lift was never maintained, since 2007. Injury and medical intervention alleged.